Event description:
It was reported that during implantable pacing lead (ipl) follow up check, x-ray revealed the lead had dislodged and exhibited unstable sensing. The ipl was revised, good values noted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.